Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised on (B)(6) 2020 approximately 9 months after primary surgery. Patient fell, causing dislocation and glenoid component loosening. Surgeon explanted all components except the humeral stem (24mm baseplate, +6mm post extension, 36mm centered glenosphere, 2 locking screws, 2 standard screws, 36/+3 standard humeral cup) and then implanted a 48x18 centered head and 24/10 eccentric taper adapter.